Event description:
Related manufacturer reference numbers: 2017865-2022-10214, related manufacturer reference numbers: 2017865-2022-10216. It was reported that the patient presented in clinic for pocket revision due to hematoma. It was found that the pacemaker had also migrated and rotated due to twiddler's syndrome, which had also caused dislodgement on the right ventricular (rv) lead and atrial lead. The pacemaker remained implanted but the rv lead and atrial lead were capped and replaced on (B)(6) 2022. There were no patient consequences.